Event description:
It was reported that during a da vinci si surgical procedure the mega suturecut needle driver instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument had a frayed grip cable. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. Engineering also found an indentation on the edge of the distal pulley. Engineering concluded the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.